Event description:
It was reported the patient (B)(6), underwent revision surgery due to multiple invalid impedances. Intraoperative testing determined the scs lead had normal impedances and the scs extension showed invalid. The issue was resolved by replacing the scs extension. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.